Event description:
It was reported that a user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 260 mg/dl approximately two hours after a meal while using the ilet system. The user had performed a routine supply change without issues and reported that the lunch meal may have contained more carbohydrates than usual, and a standard meal announcement was entered. Symptoms included elevated blood glucose without hypoglycemic events, alarms, or alerts. Outcomes included user education and troubleshooting, with guidance that the ilet would continue automated correction. Investigation included review of patient-reported data and coaching on meal announcement practices. Investigation of this case revealed that the hyperglycemia was associated with an underestimation of meal size, resulting in a less aggressive dose than needed given the larger carbohydrate load, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size announcement.

Manufacturer narrative:
Initial.